Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the investigation results, it is likely that the lifting of the bending section cover adhesive was caused by an expected or random component failure, with no evidence of a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bending section cover adhesive of the cystonephrovideoscope lifted. There was no patient involvement.